Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Her blood sugar was over 5 grams [blood glucose increased]. Pen did not deliver insulin and the plunger did not work, the pen did not deliver insulin [device failure]. Constantly displays the error message now [device information output issue]. Case description: this serious spontaneous case from france was reported by a consumer as "her blood sugar was over 5 grams(blood sugar increased)" with an unspecified onset date, "constantly displays the error message now(device image display issue)" with an unspecified onset date, "pen did not deliver insulin and the plunger did not work, the pen did not deliver insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index was not reported. Dosage regimens: novopen 6: medical history was not provided. On unknown date patient was hospitalized with "her blood sugar was over 5 grams(blood sugar increased)" admission and discharge details was not reported. The patient contacts us because blue novopen 6 pen constantly displays the error message now. She's had the pen for over a year. On unknown date the patient was hospitalized in the emergency room, she reversed the 2 pens (slow insulin and rapid insulin) the plunger did not work, the pen did not deliver insulin. She did not know that she was not receiving any doses. "Her blood sugar was over 5 grams(blood glucose increased)". The patient tells us that her pharmacist is not going to want to give her a new pen because patient does not want the pen to stay in patient arms. She was the one who returned the pen to us the last time she had a problem with one of our pens. Batch numbers: novopen 6: lvg4r79. Action taken to novopen 6 was reported as unknown. The outcome for the event "her blood sugar was over 5 grams(blood sugar increased)" was unknown. The outcome for the event "constantly displays the error message now(device image display issue)" was not reported. The outcome for the event "pen did not deliver insulin and the plunger did not work, the pen did not deliver insulin(device failure)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigatioonal result: name: novopen 6 bleu, batch number: lvg4r79 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission following has been updated: -investigational result updated -imdrf codes updated -narrative updated accordingly final manufacturer's comment: 24-jan-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. No other confounding factor identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary name: novopen 6 bleu, batch number: lvg4r79 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Severe hyperglycemia [hyperglycaemia] pen did not deliver insulin and the plunger did not work, the pen did not deliver insulin [device failure] constantly displays the error message now [device information output issue] reports a misuse : the patient exchanged her two cartridges of her 2 connected pens [intentional product misuse] incorrect product use intructions [product communication issue] the product was not in the original box [product packaging issue] case description: this serious spontaneous case from france was reported by a consumer as "severe hyperglycemia(hyperglycemia)" beginning on (B)(6) 2023 "pen did not deliver insulin and the plunger did not work, the pen did not deliver insulin(device failure)" with an unspecified onset date, "constantly displays the error message now(device image display issue)" with an unspecified onset date, "reports a misuse : the patient exchanged her two cartridges of her 2 connected pens(intentional product misuse)" beginning on (B)(6) 2023 "incorrect product use intructions(health care provider instructions for product use lacking)" with an unspecified onset date, "the product was not in the original box(product packaging issue)" with an unspecified onset date, and concerned a female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", fiasp (insulin aspart) (dose, frequency & route used- 17 arbitrary units, qd, subcutaneous) from (B)(6) 2018 for "insulin-dependant diabetes", tresiba (insulin degludec) (dose, frequency & route used- 10 arbitrary units, qd, subcutaneous) from (B)(6) 2020 for "insulin-dependant diabetes". Patient's height: 171 cm. Patient's weight: 62 kg. Patient's bmi: 21.20310520. Dosage regimens: novopen 6: fiasp: (B)(6) 2018 to not reported; tresiba: (B)(6) 2020 to not reported; current condition: insulin-dependent diabetes. It was reported that the patient exchanged her two cartridges of her 2 connected pens. The plunger did not work, the pen did not deliver insulin. She did not know that she was not receiving any doses. The injection of insulin did not work. "Error" displayed on pens. The patient did not change of treatment the last 3 months. It was not the first time that the patient was treated for this indication. The patient has never made this error before. It was also reported that the product was not in the original box. Patient had the pen for over a year. On unknown date of (B)(6) 2023, patient experienced diabetic imbalance after an incorrect utilization of connected pens that led to the hospitalization of the patient during 48 hours in a clinic, the patient told to the physician. Patient's blood sugar was over 5 grams(blood glucose increased)", patient was diagnosed with severe hyperglycemia. Admission and discharge details was not reported the patient reported that her pharmacist was not going to want to give her a new pen because patient does not want the pen to stay in patient arms. She was the one who returned the pen batch numbers: novopen 6: lvg4r79. Fiasp: asku. Tresiba: asku. Action taken to fiasp was reported as unknown. Action taken to tresiba was reported as unknown. On (B)(6) 2023 the outcome for the event "severe hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "pen did not deliver insulin and the plunger did not work, the pen did not deliver insulin(device failure)" was not reported. The outcome for the event "constantly displays the error message now(device image display issue)" was not reported. On (B)(6) 2023 the outcome for the event "reports a misuse : the patient exchanged her two cartridges of her 2 connected pens(intentional product misuse)" was recovered. The outcome for the event "incorrect product use intructions(health care provider instructions for product use lacking)" was not reported. The outcome for the event "the product was not in the original box(product packaging issue)" was not reported. Since last submission following has been updated: outcome of event blood glucose increased updated to recovered. New suspects tresiba and fiasp were added. New events intentional product misuse,incorrect product use intructions and the product was not in the original box were added. Event start date and stop date for blood glucose was added. Device related fields updated. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 24-jan-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. No other confounding factor identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".